Event description:
The surgeon implanted an aa4203tf silcone lens. The lens was damaged during insertion. The lens was removed. The incision may have been enlarged. Additional follow up information has not been received.